Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to replicate/confirm the customer reported issue. The instrument was not found to have any components from the distal end broken or missing. The instrument was installed on an in-house system, and passed recognition and engagement testing. The instrument moved intuitively with full range of motion. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of the frayed grip cable is attributed to component failure.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the system logs revealed that the fenestrated bipolar forceps instrument was used on (B)(6) 2020 on (B)(4). The instrument had zero uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. A review of the site's complaint history does not show any additional complaints related to this product. No images or videos of the procedure were shared. This complaint is being reported due to the following conclusion: it was alleged that a fragment from the instrument fell inside the patient with no evidence or claim of user mishandling/misuse. All fragments were retrieved and no additional surgical intervention was reported as a result of this incident. However, this failure is reportable as unintended fragments falling into a patient could require surgical intervention. Although there was no patient injury, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the fenestrated bipolar forceps instrument part was broken and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up with the customer to obtain additional information. However, as of the date of this report, no further details have been received.